Manufacturer narrative:
A ge service rep performed an onsite investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the handle on the monitor cart broke while pushing. There are no reports of pt injury or death associated with this event.